Event description:
The physician attempted to place a 2.25 x 7mm biodivysio stent in the distal posterior descending artery. The percent of stenosis is unk, the vessel was moderately tortuous and excessively calcified. The physician was unable to get the stent to the lesion. A 2.5 mm plain balloon angioplasty was used to treat the lesion. There was no report of an adverse pt event. During testing of the returned device, it was noted that there was a break at the hub.